Event description:
A home patient (hp) contacted global technical services (gts) regarding a leak in the patient line of an automated peritoneal dialysis cassette. The hp stated he disconnected himself and turned the hc off; however, when he returned, the patient line was leaking. The technical service representative (tsr) advised the hp if the patient line was leaking in the organizer and he was not connected, he should start over with new supplies. The hp stated he had reconnected. The tsr instructed the hp to close the transfer set and assisted the hp end therapy. The hp confirmed he would start over with new supplies there was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak in the patient line. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the issue was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.